Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not alarming that insulin was not delivering. Customer's blood glucose was 500 mg/dl. Customer declined troubleshooting and requested for insulin pump to be replaced.